Event description:
It was reported that before the procedure, the physician found a malfunction and the device had a burnt smell. The procedure was completed using another device. There was no patient outcome reported.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). Upon startup, the laser was making abnormal noise and a red screen was displayed. The fse identified that the fan was in contact with the outer casing mesh. It was noticed that the energy of the first laser cavity was low. Reinstalling the outer casing mesh resolved the issue, and the fan functioned normally. Based on the available information, the reported clinical observation was confirmed as reinstalling the outer casing mesh resolved the issue. It is likely that the identified outer casing mesh issue affected the device performance leading to the reported event. A review of the device instructions for use (IFU) was completed and there was no indication that the device was not used in accordance with the IFU. The reported "burnt smell" is listed in the IFU as potential outcome of this procedure. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that before the procedure, the physician found a malfunction and the device had a burnt smell. The procedure was completed using another device. There was no patient outcome reported.